Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned to the manufacturer for the foam replacement per the recall. There was no patient information available. The device was returned to a third-party service center for further investigation. The device was inspected visually, and scratches were noted on the lcd screen. The device powered on and airflow confirmed. Inspection of the inside of device revealed visible foam particles in the blower kit. The device¿s downloaded logs were reviewed by the manufacturer and no error codes were noted. The manufacturer concludes that there was foam degradation observed within the blower kit of the device.